Event description:
An optometrist reported that a patient underwent a prk (photorefractive keratectomy) enhancement surgery. Follow the surgery, it was noted that the epithelial wound reopened. Steroid eye drops were prescribed and a bandage contact lens was inserted. Additional information provided at a later date indicated that the patient's eye was healed, and the drops and bandage contact lens had been discontinued.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).